Manufacturer narrative:
(B)(4). Date of initial report: 10/05/2015. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the doctor was attempting to place the antenna into the patient during an hcc liver ablation. The doctor was trying to manipulate and place the antenna into the area needed to ablate and the needle broke. Nothing fell into the patient. No medical intervention was required. However, surgical time was delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).. Date of folllow-up report: 11/2/2015. Evaluation of the incident antenna confirmed the reported failure. The antenna was broken. The noted damage is consistent with the user exceeding the bend radius limit of the shaft.